Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing error logs, also noted error 4253 had occurred. Fse was not able to reproduce the error. Fse replaced the sensor s132 and performed adjustments for z positions. Fse successfully validated instrument by performing quality control run and patient samples without error, results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. The pia board was returned to tosoh instrument service center for investigation. No attempt was made to replicate error as parts on the board were found broken. The failure of the pia board circuit confirms reported sensor failure. The aia-2000, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review, and service history review for similar complaints was performed from installation date through aware date. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: hybrid arm syringe home overrun; cause: the s134 home sensor activated improperly after movement of the hybrid arm syringe. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Y-axis cup transfer cup pickup failure. Cause: the cup-gripping sensor failed to detect a cup after cup pickup. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the pia board sensor of the hybrid arm head assembly.

Event description:
A customer reported getting error messages, "4263 hybrid arm syringe home overrun" and "2161 y-axis cup transfer cup pickup failure," on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.